Manufacturer narrative:
This report is being filed to correct information. Review of the signals and description of the two procedures indicated thatsaline was being pumped into the system. The complaint description also noted that the saline was dripping and the saline bag volume was low despite the inlet saline line roller clamp being closed. In the first procedure, the customer notes that there was an ¿interface took too long to establish¿ alarm and the saline had been dripping the entire time and the operator had to change the saline bag and the collect bag seemed to have mostly saline in it. Based on the description and review of the rdf, it is possible although not conclusive that the inlet roller clamp was either not fully closed all the way or was defective and not completely blocking off the saline line and that may have led to saline being pumped in throughout the procedure. This scenario would lead to an ¿interface took too long to establish¿ alarm since this essential leads to lower hct blood entering the system and would also explain why there was saline in the product bag. During the second procedure, the customer stated that the operator did not follow the instructions the machine gives when clamping and opening the clamps. It is possible that the operator left the return saline line open and this was likely the cause for the multiple ¿return saline line was not closed¿ alarms occurred and would also give an explanation as to why the saline continued to drip. Again, this may have been caused by a saline roller clamp not being closed all the way or a defective roller clamp, however, this time it may have been the return roller clamp,not the inlet roller clamp that caused the issues. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a mononuclear cell (mnc) collection procedure, they received a ¿interface took too long to establish¿ alarm. While troubleshooting, the operator decreased the hematocrit from 26% to 23% and noticed that the saline was dripping throughout the procedure. Per the customer, the operator changed the saline bag to a 700ml saline bag and checked that the saline roller clamps were fully closed, however, the saline continued to drip and saline was observed in the collection bag. The operator stopped and aborted the procedure. A new mnc disposable set was loaded on the same machine and that patient was re-connected. During setup of the mnc collection procedure, the operator inadvertently did not follow the instructions to open the clamps as prompted from the spectra optia display screen and pressed¿continue¿. Per the customer, the saline continued to drip even though the saline clamp was fully closed. The operator stopped the procedure and the patient was disconnected without rinse back. A new mnc disposable set was setup on a different machine and the procedure was successfully completed.

Manufacturer narrative:
Investigation: based on the procedural information and the run data file (rdf) analysis, an approximate patient fluid balance after the third procedure was calculated. In the first procedure, the system calculated a fluid balance of +117 ml and the nurse reported 700 ml of saline was transfused back to the patient. A worst-case scenario for the saline transfused during the second procedure is 1 l. It is unlikely that the patient was transfused with 1 l since the procedure time was less than 10 minutes. Hence, an approximate calculation of the patient fluid balance was performed and calculation indicated that the maximum final fluid of 7850ml. This would result in a final tbv of 141% if the starting tbv. The mnc collections were not returned for investigation. However, the customer provided photographs for investigation. Upon photographic inspection, it was noted in that the collection was diluted, the optia run screen for the collection status showed that the cp was setto 45, and it was observed that a 500ml saline bag were hanging on the IV pole. Root cause: the root cause of the interface took too long to establish alarm and hypervolemia during the first procedure was unable to be determined. Possible causes include,but are not limited to: - defective roller clamp on inlet line - roller clamp placed on wrong line during manufacturing - inlet roller clamp not completely closed the root cause of the interface took too long to establish alarm and hypervolemia during the second procedure is operator error. The customer reported that the prompts were not properly followed, which aligns with the rdf analysis that showed multiple return line not closed alarms, and saline being pumped into the set.

Event description:
Due to EU personal data protection laws, the patient identifier and age are not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information in investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the signals in the rdf indicated that saline was being pumped into the system. The complaint description also noted that the saline was dripping and the saline bag volume was low despite the inlet saline line roller clamp being closed. The customer noted that there was an ¿interface took too long to establish alarm and the saline had been dripping the entire time and the operator had to change the saline bag and the collect bag seemed to have mostly saline in there. Based on the description and review of the rdf, it is possible although not conclusive that the inlet roller clamp was either not fully closed all the way or was defective and not completely blocking off the saline line and that may have led to saline being pumped in throughout the procedure. This scenario would lead to an¿interface took too long to establish¿ alarm since this essentially leads to lower hct blood entering the system and would also explain why there was saline in the product bag. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a mononuclear cell (mnc) collection procedure, they received a ¿interface took too long to establish¿ alarm. While troubleshooting, the operator decreased the hematocrit from 26% to 23% and noticed that the saline was dripping throughout the procedure. Per the customer, the operator changed the saline bag to a 700 ml saline bag and checked that the saline roller clamps were fully closed, however, the saline continued to drip and saline was observed in the collection bag. The operator stopped and aborted the procedure. It is unknown at this time if medical intervention was required for this event. Patient identifier, age and outcome are not available at this time. Patient's gender and weight were obtained from the run data file (rdf).the mnc collection set is not available for return because it was discarded by the customer.